Event description:
It was reported that an ankylos plus implant seemed to have caused a lingual wall defect and also affected the ID nerve. As a result, the implant was removed, and the area was treated by using bone graft material. Exact outcome of the event is not available as of this report.

Manufacturer narrative:
There is currently no indication that the implant involved malfunctioned. However, this event meets the criteria for reportability, due to the fact that intervention was required and because of the possibility that permanent impairment may result for the pt.